Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 36mg/dl. Customer treated with candy. Customer indicated that their blood glucose value was 178mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer declined any low blood glucose troubleshooting. No further details given.